Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.72mm. The grips were not found to be cracked. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was not grasping properly, with tissue adhering to instrument's tips. The issue occurred while the surgeon was "running the bowel." Omentum tissue became adhered and trapped between the jaws of the instrument. The issue was resolved by using another instrument installed on a different universal surgical manipulator (usm). Subsequently, this additional tissue had to be resected, which was not expected to be removed as part of the procedure. There was a blood loss of 10ml that was resolved using cautery. The surgeon does not have any concern about this event causing any long-term complications. The procedure was completed robotically and the patient did not experience any post-operative complications.